Event description:
It was reported that after wearing the pod between 5 and 24 hours the patient felt pain and noticed bleeding from the infusion site. When removed, it appeared that the needle was still visible, indicating it did not retract back into the pod at pod activation as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. The hard cannula was not retracted. Therefore the hard cannula was still present in the skin of the customer causing the reported and observed bleeding.